Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: complaint: 20g IV needled did not retract when button on device was pressed. Entire IV had to be removed from patient and patient required additional venous access attempt.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5016459. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.